Event description:
It was further reported that a performed angiogram showed an extensive occlusion on the right lower extremity including the right iliac artery beginning at external iliac artery and continued into the common femoral. Stents were placed and a transcatheter arterial infusion prothrombin lysis performed as well as a power pulse technique of right iliac and right femoral artery. There was also primary percutaneous transluminal mechanical thrombectomy initial vessel done and the patient's flow was restored through iliofemoral system. It was further reported that the patient¿s condition continued to decline leading to multi-organ failure. As the patient¿s condition did not improve, the patient was transitioned to palliative care and the patient subsequently expired.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Corrected sections: - a5 ethnicity: corrected from "no information" to "not hispanic or latino" - a5b patient race: corrected from "no information:" to "white" - b2 outcome attributed to adverse event: corrected to check off ¿death¿ - b2 date of death: corrected to include date (B)(6) 2019 - b5 desc evt problem: corrected to include additional adverse event experienced by the patient and diagnosis performed - b7 relevant history: corrected to include pre and post vad patient medical history - h1 type of reportable event: corrected from "serious injury" to "death" - h6 patient codes (ime/annex e), imf (annex f) health impact: corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event product event summary: ventricular assist device (vad) hw40157 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient had a hemorrhagic cerebrovascular accident (cva) 11 days post-vad implant. The patient presented with right-sided weakness, an altered mental status, and encephalopathy, and a computerized tomography (CT) showed right-sided hyperdensities with a right subarachnoid hemorrhage/cortical hemorrhage. The patient was given medication for agitation and delirium. It was further reported that an angiogram showed an extensive occlusion on the right lower extremity including the right iliac artery beginning at external iliac artery and continued into the common femoral. Stents were placed, and a transcatheter arterial infusion prothrombin lysis was performed, as well as a power pulse technique of the right iliac and right femoral artery. Primary percutaneous transluminal mechanical thrombectomy was also done and the patient's flow was restored through the iliofemoral system. It was further reported that the patient¿s condition continued to decline leading to multi-organ failure. The patie nt was transitioned to palliative care and the patient subsequently expired. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, venous thromboembolism, multi-organ failure, and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the patient's demographic. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had a hemorrhagic cerebrovascular accident (cva) 11 days post-ventricular assist device (vad) implant. The patient presented with right-sided weakness, an altered mental status and encephalopathy. A computerized tomography (CT) the next day showed right-sided hyperdensities with a right subarachnoid hemorrhage/cortical hemorrhage. The patient was given medication for agitation and delirium. The vad remains in use. The patient is a participant in the destination therapy post approval clinical study. No further patient complications have been reported as a result of this event.